Event description:
Revision planned for pt with a bicompartmental knee implant.

Manufacturer narrative:
Revision planned for pt with bicompartmental knee implant. Review of the device history record indicates the device was manufactured to specification.